Event description:
It was reported the patient had sharp pain in the right leg and had a difficult time standing. It occurred after the patient leaned over to pick up the vacuum hose. The patient felt a snap, "like the lead had been broken". The patient was directed to contact the physician. Additional information has been requested from the hcp, but was not available as of the date of this report.